Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: we have a pump, which staff have reported started an infusion on its own, and then later, would not allow them to use the touchscreen to change/end the infusion. From staff "pump started infusing pitocin even though start button was not pushed. (Before pt delivered) during infusion pump locked, slide screen would not work. I tried to turn off the pump but it said it had to be unlocked first. It would not let me remove the cassette". No patient harm. A preliminary review of the logs identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.